Event description:
As reported, during use of a 5f 100 cm tempo vertebral (vert) diagnostic catheter, the catheter bent and fractured inside of the patient, making it impossible to complete the procedure. The device was removed and an unknown angiographic catheter was used to continue the procedure. There were no reported injuries to the patient. The patient was admitted due to acute cerebral infarction and urgently required interventional treatment and a cerebral angiography was performed. The device will be returned for evaluation. The hospital reported this case as a serious injury adverse event to the china nmpa.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.